Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the compact speed reducer device, it was observed that the device had vibration. An assessment was performed and it was observed that device failed the vibration assessment. During repair it was observed that the gearbox was worn out. It was determined that the worn out gearbox was causing the device to fail the vibration assessment. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the compact speed reducer device was vibrating. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.